Event description:
It was reported that a hip revision was performed due to stem loosening.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
It was reported that a hip revision was performed due to stem loosening.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.